Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the right common iliac vein, the pta balloon allegedly ruptured during post stent dilatation. It was further reported that an alternate access site was used to remove the balloon. Another pta balloon was used to successfully complete the procedure.there was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Investigation summary: the investigation is inconclusive for the reported retraction issue, rupture, and detachment as the device was not returned for evaluation. The definitive root cause for the reported issues could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure in the right common iliac vein, the pta balloon allegedly ruptured during post stent dilatation, and subsequently detached from the catheter. Considerable additional force was required to retract the segment of pta balloon closest to the catheter shaft. This segment of the pta balloon and introducer sheath were removed as one unit. It was further reported that with the use of a snare device, via an alternate access site, the detached segment, tip of the pta balloon was removed successfully. Another pta balloon was used to successfully complete the procedure. There was no reported patient injury.